Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the pain is related to soreness that she experienced a month ago around the implant site as that she ran into a bathroom door knob that hit her ins site and that about 6 months ago, she felt that the ins was "out of place" due to the ins site getting hit by the door knob, patient further explained that she has also massaged the ins battery site because of the site hurting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they experienced discomfort around the ins site. No further complications w ere noted or anticipated